Event description:
Caller states a neonate patient tested 60 mg/dl on the inform ii system while a comparison lab returned as 35 mg/dl. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). The caller did not know which inform ii system produced the discrepant result. Reference medwatch report with patient identifier (B)(6) for the other possible suspect device used.